Event description:
Customer¿s caregiver reported that on (B)(6) 2019 customer¿s adc freestyle libre sensor produced a ¿check with strips¿ message instead of a result. Caller further reported the customer experienced unspecified symptoms of hypoglycemia. She was treated with sugar, juice and nutella. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated the mount. Removed the sensor plug and inspected the plug assembly and no issue was observed. Sensor was placed in test fixture and all results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. No further investigation is required.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported that on (B)(6) 2019 customer¿s adc freestyle libre sensor produced a ¿check with strips¿ message instead of a result. Caller further reported the customer experienced unspecified symptoms of hypoglycemia. She was treated with sugar, juice and nutella. No additional treatment was reported. There was no report of death or permanent injury associated with this event.